Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced persistent hyperglycemia after initial training, with blood glucose reportedly reaching 491 mg/dl and remaining elevated for approximately 6 to 7 hours despite multiple infusion set and tubing changes and a full supply change; the ilet alerted for high glucose, and the user temporarily transitioned to backup therapy before completing a factory reset and returning to pump use with improvement to 213 mg/dl. Symptoms included drowsiness, and ketosis was later reported, which was said to delay response to insulin. Outcomes included no need for outside assistance and no medical intervention or hospitalization, with glucose ultimately returning to range. Investigation included agent-led troubleshooting, infusion set and tubing replacements, confirmation of drops during changes, consultation with clinical support, and a factory reset. Investigation of this case revealed no device alarms or reproducible mechanical failures, and the exact cause of the hyperglycemia remained unclear despite supply changes and successful pump restart. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.